Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 400mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded drive support disk. The device alarmed during the prime test as a result of the protruded/loose drive support disk. The unit also was received with scratched display window, cracked display window corner, cracked battery tube threads.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded drive support disk. The device alarmed during the prime test as a result of the protruded/loose drive support disk. The unit also was received with scratched display window, cracked display window corner, cracked battery tube threads.